Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-04688. It was reported that further interrogation in clinic revealed the left ventricular vector had a high capture threshold and intermittent capture. Microdislodgement of the left ventricular lead was suspected. Programming changes were made. The patient was stable.

Manufacturer narrative:
Serial # should be (B)(4) not (B)(4), model # should be 1458ql/86 not 1158t/75, lot # , expiration date, UDI updated. Device manufacturing date updated nov 7, 2017.

Event description:
New information notes serial number for the left ventricular lead should be (B)(4) not (B)(4). Information updated.